Manufacturer narrative:
Concomitant medical product: 419678 lead; 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high, unstable and increased threshold as well as intermittent noise. It was noted that the patient experienced ventricular tachycardia (vt) storm, in which the lead provided successful high voltage therapy, however the physician felt lead replacement was necessary. The lead was capped and replaced. No patient complications have been reported as a result of this event.